Event description:
Boston scientific received information that during routine follow-up, the pacemaker displayed pacing lead impedance of less than 200 ohms for the right atrial (ra) lead. It was also noted that impedance was low at time of device change out. The patient was in atrial fibrillation (af). Programming changes were made to mitigate the issue. An attempt to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.